Manufacturer narrative:
The insulin pump was received with motor error alarm during pump rewind due to corroded motor home switch. The excessive no delivery test could not be performed due to the constant motor error alarm during motor rewind.

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms. The blood glucose at the time of the incident was 191 mg/dl. The customer mentioned that the insulin was slightly cloudy but not expired. Troubleshooting was not able to resolve the issue. The device was returned for analysis.